Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The customer replaced the gas delivery system (gds) which resolved the reported issue.

Event description:
The customer contacted philips technical support (ts) stating that unit had low oxygen concentration. The customer reported there was no patient involvement. The event date was not specified; estimate used.